Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room due to diabetic ketoacidosis. The customer alleged that the pump was not delivering insulin as intended. No additional information was provided and the customer declined troubleshooting with tandem technical support.